Event description:
Event description guidant received information that during a routine follow-up visit, upon interrogation it was noted that a lead safety switch had operated on the ventricular lead. The daily measurements showed the impedance was >2500 ohm. Impedance was measured at that time as >2500 ohm for both bipolar and unipolar configurations. In measuring the v-threshold, it turned out that 7.5v/0.5 ms did not capture the heart, therefore it was determined that the lead was fractured. The patient had an intrinsic rhythm, with good a-v conduction. There were no adfverse patient effects.